Manufacturer narrative:
The device was returned and investigated. The gripper cap and latch were not returned. The reported difficult to open or close (gripper actuation - single) was not confirmed during the returned device analysis as both grippers were able to actuate as expected. The reported poor image resolution, difficult or delayed positioning (anatomy) and positioning failure (leaflet capture ¿ clip not implanted) could not be replicated in a testing environment as these were related to patient/procedural conditions. The clip cover was observed to be torn. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on this information, the reported poor image resolution, difficult or delayed positioning (anatomy) were due to anatomy. The reported positioning failure (leaflet capture ¿ clip not implanted) was a cascading effect of the reported single gripper actuation issue. A cause for the reported difficult to open or close (gripper actuation - single) cannot be determined. It is possible that the user technique influenced the reported issue or there were extreme curves applied to the system in the anatomy which contributed to the user experience; however; this cannot be confirmed. A cause for the reported material deformation (clip cover) cannot be determined. It is possible that the technique and attempts to actuate the posterior gripper contributed to the tear in the clip cover; however, this cannot be confirmed. A potential product issue was identified due to the observed missing components due to material separation of gripper cap and gripper lever latch. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure performed to treat grade 4 mixed mitral regurgitation (mr). Imaging was challenging and positioning the mitraclip delivery system (cds) were difficult due to the rotated heart. Grasping attempts were made but the leaflets would not remain captured. It is suspected the posterior gripper arm was not fully lowering. The clip was not implanted and was replaced. One clip was implanted, reducing mr to 1. Upon removal of the cds, it appeared the polyester clip cover was coming off the clip on the distal side. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.